Event description:
It was reported that during preparation for a breast biopsy, the device allegedly experienced a suction issue. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
This event was found to no longer be reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This event is being reported as a reportable malfunction for the special cause related to these product catalog/lot number combinations which is the subject of report of corrections and removal letter (806 notification) on may 2, 2019. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 04/2020), (B)(4). .

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly experienced a suction issue. It was further reported that the procedure was completed with another device. There was no patient contact.